Event description:
High impedances were reported at the time of implant. The neurostimulator was not implanted, and a different neurostimulator was used to complete the procedure. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).